Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that when the pocket site was opened the leads were twisted up around the ipg and had migrated out of their previous position. There was no statement regarding the pocket site if it was moved or modified during the revision procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, the ipg was explanted and replaced on (B)(6) 2021 addressing the issue.